Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4524-53, lead, implanted: (B)(6) 1998; 4024-58, lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited pacing failure and high thresholds. It was determined that the lv lead had dislodged. The lv lead was explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.